Event description:
(B)(4) received notice regarding the incident from the provider, involving a scooter, a product imported and distributed by (B)(4). The enduser was turning off the driveway and onto the sidewalk when she hit a brick on the left hand side of the scooter, which allegedly caused the scooter to land on top of her and hurt right arm. She was also having trouble breathing and was coughing up blood. She went to the hospital and a x-ray was taken. Drive has been reaching out to the enduser for product information to further investigate the complaint, however, this information is still not available at this time. This report is based on the information that was provided by the provider.